Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause and bradycardia episodes due to undersensing. It was further reported the icm detected atrial fibrillation (af) episodes which appeared to be false detections. The icm remains in use. No patient complications have been reported as a result of this event.